Event description:
The home pt (hp) reported being overfilled while using the homechoice cycler for apd therapy. The hp relates that hp has around 1200mls in hp's peritoneum at the start of apd therapy, which is drained out during the initial drain. The hp relates that in 2002, the homechoice cycler advanced from the initial drain into fill 1 without draining this fluid out. Hp relates that the cycler proceeded to deliver the programmed fill volume, amounting to 3000mls. The cycler was placed into a manual drain until the hp felt relieved and the therapy was continued to completion with no further issues. According to the hp, there was no pt injury or medical intervention.